Event description:
It was reported to boston scientific corp. In 2009, that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, the physician successfully placed four resolution clip devices. An attempt was made to place a fifth clip, but it would not release from the delivery catheter. The physician was able to get the fifth clip to deploy; however, it failed to grasp the tissue. It fell off into the pt to be expelled naturally. The physician was satisfied, that the initial four clips were sufficient to complete the procedure. There has been no report of complications or injury as a result of this event. The pt's condition post procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.